Manufacturer narrative:
It was reported that, during an unspecified procedure, a detached cleaning brush was found in a patient's stomach. Despite multiple good faith attempts, the reporting facility was unable or unwilling to provide additional patient, product, or procedural information related to the incident. No adverse patient impact was originally reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined at this time. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a detached cleaning brush was found in a patient's stomach.